Event description:
Rn observed pt o2 sats in the low 60's and called a code. Upon observing all the alarm monitors, all the alarms were off except heart rate. Hit the button to reset the alarms to the ICU standards and the alarms remained off. Reported to rn supervisor and ICU supervisor/mgr manually turned alarms on. Pt was in pea with heart rate in 60's to 70's so the heart rate alarm did not alarm. There was no visual display that alarms were "off."